Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the day of the event the patient was experiencing being pale/gray, sweating, and ¿big¿ eyes. The sensor had failed at that moment, and when a fingerstick was taken the blood glucose reading was between 25 - 27 mg/dl. The patient´s wife would have provided the patient with orange sugar juice and called the emergencies. When the paramedics arrived, the patient was treated with intravenous sugar and fluids, after which the blood glucose reading went up to 110 mg/dl. The patient agreed to go to the hospital and at the hospital they provided him with more intravenous fluids, sugar water, crackers, carbs, and juices. Every hour, the hospital took a fingerstick, but the patient could no longer remember any readings. Patient stayed at the emergency room for about 5 hours and was brought to a dialysis appointment that was not directly related to the event. At the time of the report the patient was bedridden, had pain in the back, and his right foot was ¿not good¿. It was confirmed that this was due to a previous injury and was not directly related to the event. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.